Event description:
It was reported that the junction area of the meter, and the inlet tube of the bag was broken as the user opened the package. The catheter was disconnected from the bag by the user, and only the catheter was used for patient.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Manufacturer narrative:
Received drainage bag with inlet tube. The reported event was confirmed as a supplier related issue. Per visual inspection, the device was found broken at the junction of the meter and the inlet tube of drainage bag. The sample was sent to the supplier for further investigation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants, (including vegetable oils such as olive oil, mineral oils such a petroleum and animal oils) [they may damage the device and may burst balloon.] (B)(4). Correction; manufacturer name, city and state, MFR site.

Event description:
It was reported that the junction area of the meter, and the inlet tube of the bag was broken as the user opened the package. The catheter was disconnected from the bag by the user, and only the catheter was used for patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the junction area of the meter, and the inlet tube of the bag was broken as the user opened the package. The catheter was disconnected from the bag by the user, and only the catheter was used for patient.